Event description:
"This is the complaint from the market. During operation, air leakage occurred. (B)(6) olympus checked the duckbill and septum. As a result, we found that the septum was broken. However, a piece of the septum was not returned. We would like to know the following point. Why was the air leakage caused? Why was the septum broken?" Additional information received (B)(6) 2012: air leakage occurred when the customer inserted the forceps into the cts02. Patient status - the patient was not injured.

Manufacturer narrative:
This incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.